Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion tubing was defective and alleged that it was not connecting to the cannula properly. The caller alleged that there was a leak and that the self-adhesive of the infusion set was wet with insulin. The customer experienced elevated blood glucose levels. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.